Manufacturer narrative:
(B)(4). Additional information: three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device closed on tissue and would not open? If yes, how was the device removed from the tissue? Did the device eventually open? Was the firing knob returned to the ¿home position?¿ the analysis found that one ntlc75 device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device remained blocked in the closed position after the introduction of the refill. It could not be used. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. Difficulties to open the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.